Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 the patient presented with acute coronary syndrome without st elevation; ejection fraction (ef) 80%. A severe lesion in the proximal third of the left anterior descending artery was identified. Pre-dilatation was done with a 3.0 x 15 mm non-compliant balloon and a 3.5 x 18 mm absorb scaffold was implanted. No post-dilatation was performed. The patient was discharged on ticagrel for 1 year. On (B)(6) 2017, the patient was re-admitted with st elevated myocardial infarction. Fibrinolysis was done with reperfusion criteria. Within 12 hours catheterization was performed and diffuse thrombosis was seen in the lad. Intravascular ultrasound (ivus) was performed and confirmed distal thrombosis; ef of 30%. The patient remains stable and was treated with ticagrel and aspirin. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, as the scaffold remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the thrombosis was confirmed to be intra-scaffold as well as distally. No additional information was provided.